Event description:
The patient was revised following a diagnosis of altr. Infection was diagnosed - strain s. Lugedensis. The patient was reported to be symptomatic. Spacer placed 2 stage revision or infection necrotic tissue found, before work up for altr routinely performed. Post revision, the following measurements were made: cobalt 0.8; chromium 0.1. Comparable values are not available prior to revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular femoral stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient was revised following a diagnosis of altr. Infection was diagnosed - strain s. Lugdunensis. The patient was reported to be symptomatic. Spacer placed 2 stage revision or infection necrotic tissue found, before work up for altr routinely performed. Post revision, the following measurements were made: cobalt 0.8; chromium 0.1. Comparable values are not available prior to revision surgery.